Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation in their leg, only in their arm. The patient said she did have 3 programs, but a month or two ago 2 programs were removed. The patient was feeling stimulation in both the leg and arm at that time. The patient said her healthcare provider (hcp) has contacted a manufacturer representative (rep). The patient said the issue began on (B)(6) 2018. No further complications were reported.